Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a laparoscopic realize adjustable band procedure, a leak was detected in the balloon of the band. A new band was pulled and implanted. There was no patient impact. The band was discarded.